Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a low speaker volume. There was no patient involvement, no injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a corroded (dso) battery door. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was an unknown. The piezo and back piezo, battery door were replaced. Removed and replaced dso downstream occlusion seal as a precaution. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.